Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.

Event description:
It was reported that pump battery depleted too quickly and did not hold charge as it used to. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up with technical support, and technical support could not review pump logs or confirm battery issue, so no further troubleshooting or corrective action was completed.